Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that insulin pump had unspecified pump error. Customer stated that insulin pump had rejected battery once. No harm requiring medical intervention was observed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump experienced an unspecified error/alarm and rejected the battery once. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was monitored and no errors or alarms noted. Successfully downloaded the trace/history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No insulin pump unexpected battery failed alarms or additional insulin pump alarms noted during testing. No unexpected alarms found in the downloaded history files near or on the event date (B)(6) 2021. A test p-cap does lock into place inside the reservoir compartment properly. Unspecified alarm and battery failed alarm are not confirmed. No unexpected failed battery test (battery failed) alarms or any additional alarms (unspecified alarms) occurred during testing or found in the history files. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.